Event description:
Additional information received indicates the patient¿s system was explanted on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-05005. It was reported that the patient¿s lead had high impedances on all contacts causing autoreducing and keeping the system from entering MRI mode. It was noted one or two impedances would change based on posture, but programming was limited. As result, the patient may undergo surgical intervention on a later date.